Event description:
It was reported " suspected iab rupture". Additional informaiton states "just had the iab inserted". [The user] confirmed no blood present in helium driveline, no visible kinks present, and all iab connections re-secured. [The user] elected to exchange pump console. Alarms persist on second console. Iab failed leak test. Second iab inserted without difficulty and receiving no alarms currently. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for "suspected lab rupture" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " suspected iab rupture". Additional informaiton states "just had the iab inserted". [The user] confirmed no blood present in helium driveline, no visible kinks present, and all iab connections re-secured. [The user] elected to exchange pump console. Alarms persist on second console. Iab failed leak test. Second iab inserted without difficulty and receiving no alarms currently. No aptient injury or consequence reported. The patient's current condition is reported as "fine".